Manufacturer narrative:
A review of the manufacturing documentation for the lead kits db-2201-45dc serial number: (B)(6) revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. Analysis of contact extensions nm-3138-55 serial number: (B)(6) confirmed that there was no complaint about the device's functionality. It was reported that the patient was explanted in order to obtain the MRI. The devices were cut and the distal portions were not returned. The device damage was similar to the typical explant damage and was not considered a failure. Analysis of ipg db-1110c serial number: (B)(6) confirmed that there was no complaint about the device's functionality. The ipg passed the functional test and revealed no anomalies.

Event description:
A report was received that the patient experienced inadequate stimulation despite multiple and extensive programming attempts. The physician noted that increasing output leads to a significant compromise in balance and medication adjustments have not helped. The physician stated that a MRI is needed to rule out potential pathology surrounding the electrodes. The patient underwent a lead revision procedure and the ipg, leads, and extensions were explanted. Five days later, the patient underwent another procedure to implant a new gevia ipg, directional leads, and lead extensions. The patient was doing well post operatively.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model: db-2201-45dc, serial/lot: (B)(4), description: lead kit 45cm. Model: db-2201-45dc, serial/lot: (B)(4), description: lead kit 45cm. Model: nm-3138-55, serial/lot: (B)(4), description: 55cm 8 contact extension. Model: nm-3138-55, serial/lot: (B)(4), description: 55cm 8 contact extension.

Event description:
A report was received that the patient experienced inadequate stimulation despite multiple and extensive programming attempts. The physician noted that increasing output leads to a significant compromise in balance and medication adjustments have not helped. The physician stated that a MRI is needed to rule out potential pathology surrounding the electrodes. The patient underwent a lead revision procedure and the ipg, leads, and extensions were explanted. Five days later, the patient underwent another procedure to implant a new gevia ipg, directional leads, and lead extensions. The patient was doing well post operatively.